Manufacturer narrative:
There are multiple patients. All known information is provided in the journal article. This report is for an unknown uss construct/unknown lot. Part and lot number are unknown; UDI number is unknown. There are multiple unknown dates of implantation between october 2001 and may 2007. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: herck, b., leirs, g., loon, j., (2009), transpedicular bone grafting as a supplement to posterior pedicle screw instrumentation in thoracolumbar burst fractures, acta orthopaedica belgica, vol. 75, pages 815-821 (belgium). The aim of this study was to investigate whether transpedicular bone grafting as a supplement to posterior pedicle screw fixation in thoracolumbar fractures results in a stable reconstruction of the anterior column, that allows healing of the fracture without loss of correction. Between october 2001 and may 2007, a total of 30 patients (7 female and 23 male) with mean age of 45.7 years (range 19-78 years) were included in the study. Nineteen (19) thoracolumbar fractures were sustained in falls from a height; the other fractures were the result of motor vehicle accidents. The mean duration of follow-up was 6 days (range 2-14 days). The following complications were reported: 1 patient had a superficial infection, resolved with intravenous antibiotics administration and debridement. 1 patient had deep infection, resolved with intravenous antibiotics administration and debridement. This report is for an unknown universal spine system (uss) construct. This is report 1 of 1 for (B)(4).